Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a patient. On 08 may 2024, the patient was at a follow up consultation, and a perivalvular leak was detected. The patient was not post dilated during procedure. The contrast machine was suddenly out of order when possible perivalvular leak was assessed at the time. Assumption was made that there was only a perivalvular leak trace. The patient has moderate haemolysis and post dilatation will be performed first week of (B)(6) 2024. No images available.

Manufacturer narrative:
An event of trace paravalvular leak and hemolysis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. The cause of the reported event could not conclusively be determined however information from the field indicated that it was believed that the trace pvl was because there was no post dilatation performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.